Event description:
It was reported a patient received an inappropriate shock for what appeared to be a sinus tachycardia. Egms revealed atrial undersensing, consequently causing disagreements between svt discriminators, and in one instance, classifying the rhythm in the v>a rate branch and delivering therapy. The patient was also going in and out of true vt while in clinic. The physician may address the patient some medication to treat the vt. The patient will be evaluated to find out if reprogramming the svt discriminators to single-chamber discrimination is necessary. No further information is available.